Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after opening a sterile screw, an unknown white piece of debris fell out of the cannulation of the screw after pushing a k-wire through it. An alternate device was used to complete the procedure successfully. The unknown debris did not fall into the patient's wound, but rather to the floor. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is unable to be confirmed. Visual examination of the returned device identified the screw was returned without any packaging components/materials and has foreign material on the shaft and threads of the screw. There was no debris in the cannulated hole. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.